Manufacturer narrative:
Based on the information provided and without the return of the device, the reported device pull through or deployment jam could not be confirmed and the root cause could not be determined. It should be noted that if excessive force is applied on a device during pullback and/or retraction, it could cause the balloon to pull through the vessel. The review of the lot history record (f1619102) indicated that there were no reworks or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. If additional information becomes available, a supplemental report will be submitted. Related reports: 3004939290-2016-00351, 3004939290-2016-00352.

Event description:
It was reported that the mynxgrip 5f vascular closure device (vcd) jammed during deployment causing the balloon to pull through the vessel. The device was being used for arterial femoral closure following a diagnostic peripheral procedure. The mynx vcd was kept stored in the interventional radiology (ir) lab and prepped according to the instructions for use (IFU). The stopcock of the introducer sheath was opened prior to shuttling down. The user shuttled down completely to deploy the sealant without resistance. After shuttling down, the user was not able to retract the procedural sheath back to the black handle. Unusual force was applied when attempting to retract the sheath, causing the balloon to pull through the arteriotomy. It was noted that there was presence of scar tissue in the vicinity of the puncture site, causing the user to aggressively retract the sheath. The device was removed and manual compression was held for less than 30 minutes to achieve hemostasis. There were no kinks in the sheath or device after removal. The patient was reported to be fine. The hospitalization was not extended. Additional information was requested, but was unknown. This is report 3 of 3.